Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual product involved with the incident reported will not be returned. Per electronic communication from the customer it was stated that there are two potential lots involved, lots: mbys200 and mbzf470. Relevant portions of the device history records were reviewed. Finished good products were received into inventory without quality issues. The product from these finished good lots and all of the components met surgical specialties (B)(4) requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the suspect finished good lots. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the mfg of the lots reviewed. Supplier confirmed that no ncr's were generated as part of the mfg process of the needle lots. Finished good product were received into inventory without quality issues. The needle supplier has been made aware of this complaint for a continued investigation. Ref: complaint #(B)(4) (ethicon complaint #(B)(4)) item #szpd1b400 stratafix spiral pdo knotless tissue control device - CT-1 0 pdo 20cm, lot unk.

Event description:
It was reported that the needle broke during closing of the vaginal cuff for a robotic tibial laparoscopic hysterectomy. The needle was recovered with no adverse consequences to the pt. (B)(4).